Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the hand drive with compact flash drive and re-loaded the software. He replaced the key with one provided by customer. The system operates as intended.

Event description:
The customer reported that the system did not boot up.